Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance at the user facility. Patient involvement procedure delay, medical intervention, and adverse consequences are unknown. The user facility was unable to provide further information regarding the event.

Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance at the user facility. Patient involvement procedure delay, medical intervention, and adverse consequences are unknown. The user facility was unable to provide further information regarding the event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no failures were found related to the reported event. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures.